Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 600 mg/dl which was treated with bolus. The customer¿s other blood glucose was 477 mg/dl. The customer performed the self-test and they were able to passed the test. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were using the auto mode feature. The insulin pump will not be returned for analysis.